Manufacturer narrative:
Additional information has been provided in b.2., b.3., b.5., d.10., h.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received by stating, lens was caught in cartridge. There was no patient contact and harm.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was jammed into injector. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.